Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance and stent dislodgement appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the challenging anatomical condition caused resistance during advancement resulting in the failure to advance. Manipulation against resistance ultimately resulted in the reported stent dislodgment. Additionally, the treatment appears to be related to the operational context of the procedure as unsuccessful attempts were made to snare the dislodged stent. However; the stent remains stable in the lad, so no further intervention was attempted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 60% stenosed, chronic total occlusion (cto) of the left anterior descending artery (lad). A guidewire was positioned and a 2.25x23 xience sierra drug eluting stent (des) was advanced, but the delivery system met resistance and the stent dislodged. Unsuccessful attempts were made to snare the dislodged stent. The stent remained stable in the lad, so no further intervention was attempted. The procedure was finished without stent implantation. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.